Event description:
The date of the event is unknown. The event involved a report of leakage of phyxol on the air vent of the filter. The product was received 06/03/2019 for evaluation. Testing found phyxol residuals in the used plumset. The reported filter leak was confirmed by investigation. The returned set was visually inspected and inlet air vents of the filters were observed to be wetted. The returned set was leak tested and a leak was replicated from both air vents of the filters below product specification. Red dyed fluid was used to observe the origin and characteristics of the observed leaks. The leaks appeared to seep through the air vent material of the inlet air vent at various locations. The probable cause of the replicated filter leaks is the temporary or permanent loss of the hydrophobic properties of the filter air vent material due to infusate interactions. The exact cause is currently under further investigation by ICU medical at the manufacturing location in (B)(4). A DHR review of lot 3864785 was performed and no discrepancies or non-conformances were found that would have contributed to the reported event.